Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation. The complaint was confirmed. In addition to the findings reported in the following non-reportable malfunctions were identified: due to a pinhole on adhesive rubber and universal cord, water tightness is lost; bending angle in up direction and the does not meet specification, due elongation of angle wires; the play of up/down knob, and is out of specification due to elongation of the angle wires; due to clogging of nozzle, air supply volume and water removal ability does not meet specification; camera control unit (ccu) plug/connector plug loose; scratches on various parts of the device; part of the insertion tube is caught and pinched, cause deformation; mouthpiece is loose; electrical connector discolored, due to water leakage; insertion tube deteriorated, due to cleaning methods and due to damage on the control coupled device (ccd) unit, the image had white dots. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that during reprocessing of the evis lucera gastrointestinal videoscope for a therapeutic, hemostasis procedure, foreign matter was found in the nozzle. The procedure was completed using the same device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was known when the foreign material adhered to the endoscope. The endoscope was used for the a procedure with the foreign material attached. There was an unknown delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.